Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that based on the single component revision/exchange of the poly insert with no radiological signs of component loosening, the patient¿s history of post-traumatic arthritis, prior left knee arthroscopy and multi-ligamentous knee reconstruction cannot be ruled out as potential contributing factors to the reported event. A component malperformance cannot be concluded based on the information provided. The case report forms documented interval imaging showed no implant loosening. The patient impact included the reported instability/failure of left total knee arthroplasty with subsequent revision at approximately 3.5 years post implantation along with study participation discontinuation. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months for the insert, patella and femoral component did not reveal similar events for the listed devices. Additionally, a review of complaint history of the previous 12 months for the tibial baseplates revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. This has been identified as a warning and precaution. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2016, the patient experienced a failure of the left tka. The patient presented instability starting on (B)(6) 2019. This adverse event was solved with a revision surgery on (B)(6) 2019 where thej rny ii cr isrt xlpe lt sz 7-8 11mm was removed. The adverse event was resolved.